Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding pain noted in their shoulders during dwell 3/4 of their automated peritoneal dialysis (apd) therapy on a homechoice machine. Hp properly loaded the cassette into the homechoice machine and proceeded by connecting supply bags to the supply lines of the homechoice set. Hp attached one patient line extension to the homechoice set and advanced to the prime cycle. Once the homechoice machine indicated that prime had been successfully completed, hp verified that the solution reached the patient connector on the patient line of their homechoice set. Hp connected themselves and began their apd therapy. During dwell 3/4, hp noted a painful sensation in the shoulder and abdominal area. Hp informed tsc that they could see air in the patient line of the homechoice set but did not note any leaks in the setup. Due to the severity of the pain, hp was taken to the hospital via ambulance. X-rays were taken of hp's chest and abdominal area, both revealed excessive air to be present. Per hp, the pain has subsided.